Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment for the event was not reported. On an unreported date, the patient was released from the hospital. The patient's recovery status was not reported. The action taken with physioneal therapy was not reported. No additional information is available.